Manufacturer narrative:
(B)(4) exemption number e2015036

Event description:
Pentax europe was not able to obtain additional information on the event from the customer. On 11-dec-2017, a device history review was performed confirming the video gastroscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4). PMA 510(k): pentax video colonoscope model eg-3485k is not distributed in the USA, therefore the PMA/510(k) number is not applicable. This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since october 2015. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating the repaired endoscope is contaminated by bacterial species brevundimonas despite 3 reprocessing procedures, involving pentax model eg-3485k/serial (B)(4). Additional information from pentax (B)(4) stated minor repairs had been performed on the video gastroscope at pentax medical (B)(4) and pentax (B)(4). The video gastroscope was then returned to the customer where it was reprocessed, tested and found to be contaminated.